Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('crampy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pancreatic disorder ("pancreas issues"), gallbladder disorder ("gall bladder issues"), pyrexia ("low grade fever"), malaise ("sickness"), nausea ("nausea"), metal poisoning ("nickle toxicity") and vomiting ("vomiting"). The patient was treated with surgery (she had surgery to remove the essure/ 2 days post opertative). Essure was removed. At the time of the report, the abdominal pain lower, abdominal pain, pancreatic disorder, gallbladder disorder, pyrexia, malaise, nausea, metal poisoning and vomiting outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, gallbladder disorder, malaise, metal poisoning, nausea, pancreatic disorder, pyrexia and vomiting to be related to essure. The reporter commented: according to plaintiff fact sheet, the patient will undergo essure removal after 5 days but is not confirmed. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, abdominal pain lower, gallbladder disorder, malaise, metal poisoning, nausea, pancreatic disorder, pyrexia and vomiting". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: the case was upgraded from non-serious incident to serious incident. She was 2 days post operative. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('crampy') and device expulsion ('my left one is in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pancreatic disorder ("pancreas issues"), gallbladder disorder ("gall bladder issues"), pyrexia ("low grade fever"), malaise ("sickness"), nausea ("nausea"), metal poisoning ("nickle toxicity"), vomiting ("vomiting"), tooth loss ("I have lost two teeth since essure") and dental caries ("five cavities now since essure/ severe decay"). The patient was treated with surgery (she had surgery to remove the essure/ 2 days post opertative). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, device expulsion, abdominal pain, pancreatic disorder, gallbladder disorder, pyrexia, malaise, nausea, metal poisoning, vomiting, tooth loss and dental caries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dental caries, device expulsion, gallbladder disorder, malaise, metal poisoning, nausea, pancreatic disorder, pyrexia, tooth loss and vomiting to be related to essure. The reporter commented: according to plaintiff fact sheet, the patient will undergo essure removal after 5 days but is not confirmed. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, abdominal pain lower, gallbladder disorder, malaise, metal poisoning, nausea, pancreatic disorder, pyrexia and vomiting". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: fu 4, 5, 6, 7 processed together. Social media content received : reporter added. Events added- tooth loss, dental caries. On (B)(6)2020: fu 4, 5, 6, 7 processed together. Social media content received : reporter added. On (B)(6)2020: fu 4, 5, 6, 7 processed together. Social media content received : reporter added. On (B)(6)2020: fu 4, 5, 6, 7 processed together. Social media content received : reporter added. Event added- device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('crampy') and device expulsion ('my left one is in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pancreatic disorder ("pancreas issues"), gallbladder disorder ("gall bladder issues"), pyrexia ("low grade fever"), malaise ("sickness"), nausea ("nausea"), metal poisoning ("nickle toxicity"), vomiting ("vomiting"), tooth loss ("I have lost two teeth since essure") and dental caries ("five cavities now since essure/ severe decay"). The patient was treated with surgery (she had surgery to remove the essure/ 2 days post opertative). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, device expulsion, abdominal pain, pancreatic disorder, gallbladder disorder, pyrexia, malaise, nausea, metal poisoning, vomiting, tooth loss and dental caries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dental caries, device expulsion, gallbladder disorder, malaise, metal poisoning, nausea, pancreatic disorder, pyrexia, tooth loss and vomiting to be related to essure. The reporter commented: according to plaintiff fact sheet, the patient will undergo essure removal after 5 days but is not confirmed. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, abdominal pain lower, gallbladder disorder, malaise, metal poisoning, nausea, pancreatic disorder, pyrexia and vomiting". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.